Event description:
It was reported that during a port revision procedure, when the surgeon retrieved the port the rubber portion of the tubing the connector came apart from the metal locking piece. A new port was used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information provided: please specify the reason for port revision surgery? Did the port disconnect from band tubing? Surgeon detected a leak in the system after fluoroscopy. How many fills did patient have? 2. How was the issue detected? Diagnostic test performed? Contrast swallow, radiologist detected contrast outside of the tubing.

Manufacturer narrative:
(B)(4) = migrated. Upon visual and functional evaluation, no leak was found around the injection port (note that no catheter (tubing) was returned for evaluation). With respect to migration of the tubing strain relief (tsr), it was observed that the tubing strain relief (tsr) was no longer fixed on the locking connector and could be detached. While it was not possible to draw a definitive conclusion regarding the movement of the tubing strain relief, excessive manipulation may have resulted in the migration. A device history record (DHR) review was performed by obtech medical (B)(4) and the supplier of the locking connector and tubing strain relief (tsr), and no discrepancies were recorded during the manufacturing process. A review of the instruction for use (IFU) was performed with regard to band tubing leakage. During placement of the injection port, keep sharp instruments away from the gastric band tubing component. When grasping the tubing, avoid puncture as this will cause leakage of the filling solution from the gastric band. It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. While it was not possible to draw a definitive conclusion regarding the root cause of the event, it might be tentatively concluded that leakage on the tubing might be the result at a improper adjustment technique.